Event description:
A report was received that the patient had an infection at the midline incision site after the implant procedure. Patient¿s symptoms include fever, pain and redness. The patient was given antibiotics and the infection was resolved. The patient was also hospitalized for blood clot in his arm and was given medications. The physician believed the infection and blood clot were procedure related. The patient is reportedly doing well.